Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of malfunction which resulted in a low glucose reading was due to the vial being left open.

Event description:
Facility complains of low glucose control results. Verified test strips expire 4/30/2015. Facility performed control test with a result: 33 mg/dl. Control test expected range: 241-325mg/dl. Control expiration date: 05/31/2016 . No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Facility complains of low glucose control results. Verified test strips expire 4/30/2015. Facility performed control test with a result: 33 mg/dl. Control test expected range: 241-325mg/dl. Control expiration date: 05/31/2016. No adverse event reported.